Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 05/2021).

Event description:
It was reported through the results of a clinical trial during angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the right superficial femoral artery, dissection type b was identified and a stent was placed. There was no reported patient injury.